Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the endotracheal tube and the connection port were broken. There was patient involvement, but no patient harm reported.